Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been having intermittent issues with patient results accompanied by flags indicating that the results were below the measuring range of the assay. When these samples were retested they recovered within the normal range. The issue occurred with three out of twenty patient samples tested for multiple assays on the cobas 4000 c (311) stand alone system - c311. The customer provided data for two patient samples that had erroneous results. Of these two samples, one sample had erroneous initial results for ureal urea/bun (bun) and tp2 total protein gen.2 (tp) that were reported outside of the laboratory. The sample initially resulted as 1 mg/dl accompanied by a data flag for bun and < 0.2 g/dl accompanied by a data flag for tp. The sample was repeated, resulting as 51 mg/dl for bun and 7.6 g/dl for tp. The repeat results were believed to be correct. The patient was not adversely affected. The bun and tp reagent lot numbers and expiration dates were asked for, but not provided. The customer later stated that they ran 5 additional patient samples and one was accompanied by a system alarm indicating that there was an abnormal aspiration of the probe. The customer believed that these samples were run after an air purge had been performed on the system. The customer changed the sample probe and has not had any further issues.